Event description:
During peripherally inserted central catheter (PICC) line placement procedure, after stylet was removed, cap was applied to red port (double lumen (dl) PICC) and red port had positive/good flush and positive blood return, purple port was flushed with blood return but upon flushing, catheter was noted to be leaking at the end of the extension where it attaches to the hub of the catheter; this was not obvious prior to the insertion when the catheter was originally flushed; so a PICC exchange was performed.